Manufacturer narrative:
Product event summary: at analysis it was determined that the upper and lower cases, one output connector, one side bail cover and the ring cover were broken, the lead flex cover was contaminated, one side bail cover, one side bail and the ring were missing and the serial number label was damaged. The device was to be scrapped in-house. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
The external pulse generator was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.